Event description:
The acucise 0.035 guidewire was passed up the right ureter into the generous renal pelvis, where it coiled. The acucise introducer and ureteral dilation catheters were then passed over the guidewire and, under endoscopic guidance, advanced up to the mid ureter. The introducer was then removed. The acucise endopyelotomy catheter was then passed over the guidewire and advanced up the ureter, however, it would not go any further due to, what appeared to be, an obstruction in the catheter. The endopyelotomy catheter was then removed. A 0.035 teflon coated guidewire was then obtained. Attempts at passing it retrograde from the handle end again met obstruction about 2 to 2.5 cm below the handle. The obstruction appeared to be complete, as if there were a plug or diaphragm occlusion within the catheter. The company was called regarding the problem and they recommended aborting the case and sending the catheter in for inspection. At this point, the endopyelotomy attempt was aborted.======================manufacturer response for endopyelotomy/endoureterotomy kit, acucise rp35 procedural pack (per site reporter).======================abort endopyelotomy and return device for inspection.what was the original intended procedure?cystoscopy with right retrograde pyelography, attempted acucise right endopyelotomy, and placement of right indwelling ureteral stent.device #1is this a laboratory device or laboratory test?no.